Manufacturer narrative:
Product analysis: the analyzer failed functional testing. It was forwarded for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned as an associated device, and subsequently tested out of specification. There was no patient involvement.